Event description:
It was reported that this pacemaker was found to be in Safety Mode. Technical Services (TS) reviewed and recommended device replacement. Subsequently, this pacemaker was explanted and replaced with a new device. This device has not been received for investigation. No additional adverse patient effects were reported.